Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter; the test strips were not returned. The meter was tested with retention strips and controls: testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.1 inr qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 7:00 a.m. Was 2.7 inr. The result from the laboratory at 11:00 a.m. Was 1.8 inr. The customer's coumadin dose was increased based on the laboratory result. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse event occurred. The customer is in stable condition. The meter was not coded correctly. The customer had thrown away the new code keys. The customer has some bruising, but none needing medical attention. The meter and test strips were requested for investigation.